Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap couldn't be removed from the case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap was damaged on the top where the coin slot is located. The cap was difficult to remove from the pump, but the threads were intact. The battery compartment was cracked below the bumper pad. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad was peeling at the ok button, but the keypad was normally responsive.